Event description:
It was reported that the ilet device¿s sleep/wake function was unresponsive, preventing the user from waking the device and connecting it to the ilet mobile app. Symptoms included no user interface response and inability to interact with the device. Outcomes included disruption of intended device use without reported clinical harm or alarms. Investigation included planned troubleshooting with the caregiver to assess device responsiveness and connectivity. Investigation of this case revealed a suspected hardware issue localized to the sleep/wake button or related interface component, resulting in failure to wake the device and blocking app connection. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.